Manufacturer narrative:
(B)(4). Other devices used: catalog #00597206529, nexgen all-poly patella, lot #62168510. Catalog #00596403010, nexgen lps-flex articular surface, lot #61307323 - manufactured by zimmer inc. (B)(4). Catalog #00599601451, nexgen lps option femoral component, lot #62086399 - manufactured by zimmer, ltd. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain in the left knee. It is unknown whether the patient has been revised.

Manufacturer narrative:
As no devices were returned, the condition of the reported products is not known. Review of the attached operative report associated with the patient's total knee arthroplasty (tka) does not indicate that there were any issues encountered during the procedure and the discharge summary associated with the procedure indicates that the patient was doing extremely well with their therapy. The device is used for patient treatment. A complaint history search did not reveal any additional complaints related to stemmed nonaugmentable tibial component. Review of the legacy zimmer knee implant compatibility matrix did not reveal ny compatibility issues between the associated patellar, femoral, tibial, or articular surface components. Per package insert, pain is considered a possible adverse effect of implantation of the associated product. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.